Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the 20th november 2013 and passed self-tests up to the 27th december 2015. Voltage fluctuations were observed during this time. The device fails a self-test on the 3rd january 2016. The device then passed all self-tests up to the final history log entry on 31st january 2016. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered test therapy without fault, a test shock was successfully delivered and an acceptable measurement was recorded. The device was disassembled for investigation. No visual abnormalities were found. Investigation found the reported fault can be attributed to pogo pin failure. The voltage fluctuation recorded indicates a failure and may have caused the low battery fails.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light and is beeping.